Event description:
It was reported that when the device is set to 0.0 stimulation and turned off; the device stimulation turns back on (30 minutes later) and can be sensed. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).